Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation. Visual examination confirms that the main stem of the tubing has sticky tape residue attached. Further examinations shows no sign of any defect. The returned unit was inflated and leak tested under water. The returned unit remained inflated for a four hour period. The returned unit was immersed in water and the distal end of the returned unit was plugged. No leakage was detected along the main stem of the tubing. The reported defect could not be detected on the unit returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device leak above the cuff creation of bubbles which interfered with the eye field view. It was reported that there was no patient injury.